Event description:
Customer reports he took his blood glucose with a result of 215 mg/dl while using the compact system. Customer states he took his normal dose of humalog and ate breakfast. Customer reports 2 minutes later he passed out and was found by his wife who called the paramedics. Customer states paramedics took his blood glucose with a result of 24mg/dl and treated him with an IV of unk content and placed something around his head and in his nose. Customer reports he left the cap off of a new drum container for 2 or 3 days prior to using all the strips in the existing drum. No controls were run. Customer no longer has strips used at the time of the event; a replacement was sent.